Manufacturer narrative:
X-rays reviewed by physician "no problems noted." Although a serious injury occurred it did not cause or contribute to a death.

Event description:
Initial reporter indicated that the pt was having pain with stimulation in the neck area that pt described as a "tightening." Patient denied any trauma that would contribute to this event. This pain began approximately two weeks ago and pt stated it was "barely tolerable." The physician performed diagnostic testing (normal model and system diagnostics tests) that revealed all systems within normal limits. The pt had been at current settings for at least three years with no difficulties. X-rays reviewed by physician he said "there were no problems." The pt's vns was programmed off related to the event.